Event description:
Drive medical has received a patient complaint about a rollator originally distributed by drive medical. It was alleged that the rear-right wheel of the rollator broke causing the claimant to fall. The claimant went to hospital and allegedly diagnosed as avulsion fracture, right ankle, medial malleolus. The claimant was placed in a moon boot, treated for calf skin tears, and discharged the same day. This MDR report is based on the end user complaint.